Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken and scratches on lens screen was observed. Cannot start pump error was found in pump event history log. Functional and visual test was able to verify the reported problem. There was a cassette locked but not latched error in the mu mode status during testing. The device will not detect cassette when locked. The root cause of the reported issue was latch / lock flex sensor being defective and inoperable. Actions were taken to mitigate the reported issue: replace latch / lock flex.

Event description:
It was reported that the lock was not detected on the device. No patient injury was reported.